Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was unknown at the time of the incident. The customer states the insulin pump was exposed to fluid/moisture. The customer stated the insulin pump was exposed to moisture, has taken water,no longer works and needs to be checked because it makes a very unusual noise when pump was re-winded. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test and self test. No unusual noise during rewinding or moisture damage on electronic/motor assembly noted. Unit was received with scratched case and stained keypad overlay.